Event description:
The account stated the bed has no function except the hi/low.

Manufacturer narrative:
The account's maintenance found the CPR handle was wedged between the base cover. He freed the CPR handle from the base cover to repair the bed.